Event description:
It was reported that a peritoneal dialysis (pd) patient while using the liberty select cycler experienced an unexpected fpga reset; warning during dwell 1 of 4 of treatment. The patient then experienced a solution temperature high alarm during power up. At that point in time, the technical support representative advised the patient to give the cycler 1 hour to sit while off and then turn back on. If message appears again, the patient should call back to troubleshoot issue. The alarm appeared again during power up. The patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or medical intervention as a result of the reported event. The patient is continuing on pd therapy. The patient had not completed their treatment. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the heater tray that caused damage on the I/o board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were not visual indications of dried fluid within the cassette compartment. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler heater test failed. The failure was traced to thermistor 2 being out of range. The heater tray and I/o board were replaced. Thermistors are now in range. The failure was traced to a short circuit in the heater tray causing damage on I/o board. The heater tray and I/o board were replaced to continue testing. Thermistors are now in range. The heater test passed with a functional heater tray. The cycler underwent and passed a temperature check test. Additionally, a pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the I/o board.